Manufacturer narrative:
Samples were returned for evaluation. The failure mode reported was visually identified. DHR performed found no issues. Inspection of factory processes did not discover any abnormalities. Leakage testing performed on 220 unused samples from the affected lot that were returned by the customer. 4 showed leakage when subjected to system pressure of 45 psi. 10 retained samples were tested for leakage and none was observed. Microscopic inspection on retained samples showed no abnormality. The most likely root cause is either aging or exposure to higher temperatures during storage. Products could have been subjected to higher temperature than usual during the record hot summer. Thorough investigation followed by corrective and preventive actions will be conducted and implemented in CAPA #166486.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd intima-ii¿ closed IV catheter system. There was no report of injury or medical intervention.